Manufacturer narrative:
H3 : product analysis found that visually, the inner shaft was broken 0.52 inches from the distal end of the inner hub when returned. Additionally, a portion of the shaft 3.03 inches in length was returned. There were scratches on the outside diameter of the shaft that were consistent with tool marks and there was deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.354 inches in the deformed area which was out of specification. There were traces of wear on the hub bushing. Functional testing could not be performed due to the broken state of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to usage, the m5 handpiece had an attachment stucked and got jammed. There was no patient involved in the event. As per the analysis results of the m5 handpiece, found that the bur was stuck/broken. Bur had no shaver and had the remaining portion stuck in collet.

Manufacturer narrative:
B5 : additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the portion of the bur which was stuck in the collet was cut and removed as a part of the assessment / evaulation of the m5 handpiece at service depot.